Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use the trans-ray intra-aortic balloon experienced a gas loss in iab circuit alarm. Patient involved but no harm is reported. This event was possibly caused by loose connection between the iabp and the extender tubing of the concomitant iab catheter.